Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon the completion of the investigation.

Event description:
Procedure performed: robotic total hysterectomy. Event description: tab came off and ended up in patient's abdomen. Piece was retrieved successfully. Just one piece came off the outer ring. Additional information obtained from account manager via email on 11dec2025: I have been working on gathering more information. I got some more intel but am still working to answer some of your questions. Lot #1550567 tab was located inside the patient¿s body. Case ¿ robotic total hysterectomy. I will let you know once I hear back from my contact. Additional information obtained from account manager via email on 15dec2025: I have attached two pictures of the alexis contained extraction system that had a tab break which can be seen in the photos. The surgeon who had this issue has not replied to emails but is in the or this week. My contact is going to speak with them to get more details to better answer your questions. Intervention: retrieved piece out of patient. Patient status: patient is ok.